Manufacturer narrative:
The main component of the system. Other relevant device(s) are: sensh2628w, sn: (B)(4), expiration date: 2018-02-16, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was selected and used for the endovascular treatment in a patient. It was reported that the outer box label indicated that this was a sentrant 22 fr sheath. However, the inner pouch package indicates it is a sentrant 26fr sheath. The actual sheath was a sentrant 22 fr. The sentrant 22 fr sheath was successfully used in the patient, as the discrepancy in the labeling was discovered during the inventory for billing to the patient¿s chart after the sentrant sheath was used. Per the physician, the cause of the event is related to the device labeling. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.